Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on november 03, 2022.

Manufacturer narrative:
This report is submitted on february 24, 2023.

Manufacturer narrative:
This report is submitted on april 19, 2021.

Event description:
Per the clinic, the patient experienced inflammation at the incision site, and was treated with antibiotics (type not reported). However, the issue could not be resolved, and the patient was treated with oral antibiotics for 10 days. The patient underwent a surgery on (B)(6) 2021, in order to wash the wound with antibiotic solution. The implanted device remains.